Event description:
Healthcare professional reported "replacement from textured to smooth due to the patients concern of the product". Healthcare professional later reported "capsular contracture baker grade IV". This record is for the right side. Device has been explanted.

Manufacturer narrative:
The event capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.